Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose (bg) level during the past occlusion alarm; current bg level was 239mg/dl. An infusion set change was performed to address the past occlusion alarm, a supply change would be performed to address the current occlusion alarm. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion.